Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, resulting in pacing inhibition in this pacer dependent patient. Technical services discussed methods to reproduce the noise and suggested evaluation of lead measurement. The morphology of the noise was consistent with diaphragmatic oversensing.